Event description:
It was reported that the pt experienced pain at an unspecified time post-operatively. Upon imaging, the surgeon reported that it appeared the implant had shifted. A reoperation was performed approx 3 months post-operatively at which time the implant was removed successfully.

Manufacturer narrative:
Device eval: the removed implant was returned for eval. Visual examination was performed. Damage was observed consistent with the removal. Otherwise, no visual abnormalities were observed. No conclusion can be drawn from the examination of the returned device.